Event description:
It was reported that the patient¿s implantable neurostimulator (ins) did not seem to be helping their bladder leakage. Additional information received on (B)(6) 2015 indicated that late last year or early this year, patient had bladder infection, pain and loss of therapeutic effect .the patient indicated she was no longer feeling the pain but still does not have therapeutic effect. The patient stated that her current health care provider stated the only course of action was to remove the implant. The patient would like a second opinion / health care provider to help with reprogramming before explanting the system. Additional information came in about a three and half weeks later clarifying when the representative was aware of the uti infection. It was noted that the representative did meet with the patient but could not remember if the patient mentioned auti or not. The representative also mentioned that the physician may have checked for a uti but she could not remember. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# va03gdq, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).